Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/22/2023. An investigation was conducted on 01/02/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the devices. The heater wire and clear silicone insulation of the jaws were observed to be intact with no visual defects. Heavy charred material was observed inside the cannula tip, which prevented the broken portion of the c-ring from coming out of the cannula. C-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Blood was observed within the scope wash tubing. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000336707 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke in half. New device used to complete procedure. No delay. No harm to patient.

Manufacturer narrative:
Tw ID#:(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.